Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an interventional procedure, the user reported that x-ray was not available and images were not of diagnostic quality. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an emitter failure resulting in an x-ray tube failure. During troubleshooting the service engineer found that requests to release x-ray in modes using the small focus were aborted repeatedly. No automatic switchover to another focus was initiated. The cse reviewed the event log file and found entries pointing to a small focus (f1) issue. Log files as well as the affected x-ray tube assembly megalix cat plus 125/20/40/80-122gw, serial number: (B)(4), were returned for detailed investigation. Error messages related to the small focus can be found clearly indicating a defect of the filament of the small focus. The investigation of the returned x-ray tube showed that it was not voltage proved in the range of 125kv/20ma. Also the measured voltage values regarding the characteristic curves for the small focus (f1) and for the micro focus (fg) were not as expected. After disassembling the tube insert it could be seen that the small focus (f1) was touching the focal head. No abnormalities could be detected within the micro focus (fg) and the large focus (f2). In normal conditions, an emitter has equal distances to the boundary plates in all circumstances. If the distances are not symmetric, it is probable that the emitter extends on thermal load and may touch the focal boundary which can lead to hv instability or a failure of x-ray functionality. An emitter failure is the typical cause for an x-ray tube to fail as the emitter and filaments are the typical wear parts and limit the lifetime of the tube. The higher the load value of an x-ray tube, the higher the probability of an emitter failure. In the present case the load value of the x-ray tube was low. As a corrective measure, vacon inserts were implemented in the focal heads of the megalix cat plus x-ray tubes in 2016. The expansion coefficient of these inserts is in between the expansion coefficient of metal and ceramic. This measure effectively reduces the probability of occurrence of thermal failures of the emitter. The service engineer replaced the x-ray tube assembly which resolved the issue. Therefore no further corrective measures are planned at this time.